Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient had covidien/tyco ivs tunneler implanted. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 due to stress urinary incontinence and rectocele. It was reported that following insertion the patient experienced pain, bleeding, bowel problems, and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2006 due to mesh exposure.